Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a malfunction of an everflo oxygen concentrator. It was reported that the flow regulator was defective. In addition, it was reported that there was a burning smell coming from the device. This report is being submitted for the defective flow regulator. There is no allegation of a serious or permanent harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.